Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system doesn't full boot up and the site had left the system unplugged for a few days. When the manufacturing representative tested the system the next day after telling the site to leave it plugged in for a day, there were no issues were found. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the image acquisition system (ias) is getting stuck in initializing, please wait. There is a red x for radiation. The site had tried to reboot the system with no resolution. There was no patient present when this issue was identified.